Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 020, it was reported by the patient that he was hospitalized in ICU for 4 days for to high blood glucose due to bent cannula. High blood glucose level was 400 mg/dl and treated with IV and fluids of saline and insulin. He was hospitalized on (B)(6) 2024 and release on (B)(6) 2024. No further information was available.